Manufacturer narrative:
(B)(4).

Event description:
It was reported that a por condition occurred. The patient had not used the device for approximately one month, however battery was since charged at zero percent. Patient started to recharge and then noticed the por. The por was cleared. Charging was reviewed with patient. The patient had good stimulation.